Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a blank display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and the screen went blank after it has been exposed to moisture. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.